Event description:
It was reported that approximately 22 months post-implant of a bifurcated device, an infrarenal aortic extension and bilateral limb extensions, a computed tomography scan revealed abdominal aortic aneurysm (aaa) sac increase and endoleak of the distal limbs. Reportedly, both common iliac arteries had increased in size, the abdominal aneurysm had grown slightly from 8 cm to 8.2 cm, and bilateral distal endoleaks were noted. Although there was no contrast leaking back into the aaa sac. The physician elected to extend the graft limbs bilaterally, and successfully sealed off the common iliac arteries. The patient tolerated the procedure well. Additional information: reverse conical severely angulated aortic neck. Moderate tortuous and mildly calcified iliac arteries.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Pre-operative images and procedure planning form were provided and reviewed by a clinical representative with the following impression: the reported event is confirmed. The aortic neck appeared severely angulated and aneurysmal, which is incongruent with the device IFU (instructions for use). The procedure planning form showed moderately tortuous and mildly calcified iliac arteries and aneurysmal internal arteries. Based upon the investigation findings, the most likely cause for the distal bilateral endoleaks is related to the patient's challenging and diseased vessel anatomy. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in a similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Corrected data: contact office.